Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed. Based on this review, the incorrect questionnaire was completed. Never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, and inadequate fixation have been ruled out. Additionally, improper surgical technique, severe force applied to the implant, excessive twisting and stretching, the patient having contraindicating conditions, the patient recently going through an MRI, and the patient having non-curonix devices implanted have been ruled out as potential causes as well. However, the patient recently lost a lot of weight, which contributed to the neurostimulator becoming visible through the skin. The stimulator is used to treat pain. The cause of the increased pain is due to migration. However, the cause of migration is due to the patient losing a lot of weight (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported they stopped using their device due to increased pain in their ankle. Migration was confirmed via x-ray which revealed the neurostimulator migrated over the joint line. An explant procedure was performed on (B)(6) 2025. No further issues have been reported.